Event description:
Nurse was inserting IV into pediatric patient and did not get the usual flash verifying vein placement. Once IV cannula removed, nurse note blood in catheter and had been inserted in vein. Also noted vein "blew" after removal.